Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited peeling of the coating of the connecting tube and foreign material in the connecting tube. There were no reports of patient involvement.

Manufacturer narrative:
Per additional information from the customer, reprocessing was unable to be performed due to leakage occurring. This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, physical stress (such as hitting/dropping the distal end of the scope and scratching/hitting at the insertion section), chemical stress due to reprocessing outside of instructions for use, and stress due to poor storage conditions caused the coating to peel. Also, based on the results of the investigation, reprocessing was unable to be completed due to leakage occurring at the bending section. The event can be prevented by following the instructions for use which state: 3.3 inspection of the endoscope. 3. Inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Reprocessing manual_ reprocessing the endoscope (and related reprocessing accessories) leakage testing of the endoscope_ perform the leakage test caution:if you identify a leak during leakage testing, remove the endoscope from the water with both the venting connector and the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair. Olympus will continue to monitor field performance for this device.